Manufacturer narrative:
Concomitant medical products: 4398 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and causing asystole. There was also noise on the lead as indicated by non-sustained episodes and high sic (sensing integrity counter) count. It was noted that a lead integrity alert was triggered. The rv lead was programmed off. No patient complications have been reported as a result of this event.